Event description:
Syringe pump module infusing continuous central venous catheter (cvp) flush. The device alarmed "channel error" with no apparent cause and stopped infusing. Message on the pcu display read "an error has occurred on channel a. Press confirm to continue operation of unaffected channels. Replace channel with operational unit as soon as possible. Code 356.6710". The module was replaced and the infusion was restarted.